Event description:
Reporting a post op infection on male patient from a (B)(6) 2012 procedure. Dr stated it is a "very unusual infection" and he had to remove anchors from the bone. A #72202625 twinfix ultra ha 5.5 w/2 ub blue and blk and a #72201697 fp pk 5.5mm suture anchor, were removed from the patient because of this infection. After numerous post-op office visits, there was increased swelling in the left shoulder. After 3rd visit - no change in condition. At 4th post-op visit to clinic; aspiration of fluid was sent to lab; no organisms found. However, patient sent to operating room for irrigation and drainage. Upon 5th post-op visit, patient had another irrigation and drainage of wound; 2 anchors were removed and sent for culture. Cultures grow scan (B)(6) suspectable to vancomycin. Cultures of anchors has no growth. Patient started on IV. No further information is available.

Manufacturer narrative:
Endoscopy div which the company may not have been able to investigate or verify prior to the date of the report was required by FDA. A class ii voluntary recall # r-2012-05 was initiated on august 6, 2012 for package integrity issue. (B)(4).